Event description:
An inpatient was receiving medication via a baxter pca pump when the unit began to beep and displayed the message electronic fault. The nurse changed the batteries but that did not clear up the problem, so the nurse replaced the pump with another identical model. The defective pump was sent to biomedical engineering for testing. The technician found a faulty hand switch which was replaced. The unit was tested and passed all operational tests. It was returned to service. The patient was not injured by this malfunction.